Manufacturer narrative:
H3:product analysis found that connector has dent. Thumb wheel jammed. Ipc showing error code 12. Hi-pot test fail. Blade/bur not rotating as motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that angled blades bubbled in m5 handpiece, pre-operative. No patient involvement. Additional information received, handpiece was wobbling whenever any angled blade is inserted in and blade was also wobbling. The blade was vibrating from the locking end.

Event description:
Additional information received, the blade was not wobbling when connected with other handpiece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.